Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had caused the patient to experienced muscle stimulation when drinking and when sitting. Also, it was pulsating underneath the left breast on the anterior rib and then it moved up to head. Field representative suggested patient getting an x-ray. Additional information indicated that right ventricular (rv) lead revision was done even though all the numbers were good. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.